Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "2 loops are getting broken within 10 minutes of surgery. The user observed a burn mark on the white part of the working element and requested inspection to evaluate whether it could be related to the reported post-operative dysuria. The patient was kept on urine alkalizer & pain medication, and no hospitalization was extended due to this issue." Cross reference MDR: 9610617-2026-01178, 9610617-2026-01180.